Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e1803 nodule.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On 04/21/2024, the patient experienced a skin reaction with inflammation under the entire patch area. The patient experienced high fever after inserting the sensor on (B)(6) 2024. He self-treated with 500 mg acetaminophen once a day. The patient consulted a doctor on 04/23/2024 when the fever was gone, and they prescribed oral antibiotic (doxycycline). The patient went home on the same day and at the time of the report he was fine. The area was prepared with soap and water before placing the sensor on the body. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. Concomitant medical products - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.